Event description:
The pt was revised because of wear.

Manufacturer narrative:
Examination of the returned explanted product confirms the reported wear. Although the exact root cause could not be determined, wear patterns along with info provided in the initial report suggests that the presence of osteophytes was a contributing factor. The need for corrective action was not indicated. Depuy considers this investigation closed.